Event description:
The customer reported via phone call that they experienced low and high blood glucose while on insulin pump therapy. Customer reported experiencing severe low blood glucose due to incorrect settings on the insulin pump. It was also found the customer had frequent weak signal, lost sensors, and calibration error alerts. It was also found the customer had inaccurate readings with the sensor and insulin pump. Customer reported their sensor glucose would be between 40 mg/dl and 60 mg/dl and their blood glucose would range from 200 mg/dl and 400 mg/dl. The customer also stated the threshold suspend feature would be activated due to the inaccurate readings. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.